Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) and reported that the blood pump rotor on a 2008t hemodialysis (hd) machine cut the blood pump tubing. They stated that one of the sleeves on the rotor came off during treatment. There was no injury to the patient and blood loss was said to be minimal. The biomed said the staff caught it quickly. The patient was moved to another machine to continue their treatment. The blood pump rotor was under warranty and ts issued the biomed a replacement. Additional details were provided upon follow-up with the biomed, along with a registered nurse (rn) from the facility who was familiar with the event. The rn said the machine alarmed with an air detector alert about halfway through a patient¿s hemodialysis (hd) treatment. The patient care technician (pct) overseeing the treatment observed air bubbles in the bloodlines. They also noticed a small amount of blood leaking from the blood pump. Upon further inspection, a 1cm long slit was identified on the fresenius combi set bloodlines. The damage was on the segment of the line that wraps around the blood pump rotor. The blood pump was then stopped, and the lines were clamped. The rn stated that blood from the arterial line was returned to the patient manually. Blood from the venous line was not returned due to the observed air bubbles. The patient's estimated blood loss (ebl) due to the events was 100ml. The patient was re-setup with new supplies on a different machine where they completed their treatment. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. It was confirmed that the bloodline was damaged by the blood pump rotor. The rn said that nothing was done differently by them, and there was no known damage on the combi set prior to use. The biomed confirmed the replaced the blood pump rotor on the machine and returned it to service. Per the biomed, one of the rotor pins had a plastic sleeve that was loose, which exposed the pin and caused damage to the bloodline. The machine had approximately 7,000 operating hours on it at the time of the event. The biomed said they would return the defective blood pump rotor for evaluation.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.